Event description:
It was reported that the patient was taken to the hospital. The right ventricular (rv) lead exhibited no capture, and high threshold. It was also reported that the rv lead exhibited rising and high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analyst commented, rv lead bipolar pace impedance increased from 500 ohms on (B)(4) 2014 to 900 ohms on (B)(4) 2014 and then to 1100 ohms by (B)(4) 2014. (B)(4).